Event description:
A customer contacted baxter (B)(4) regarding a homechoice (hc) machine that reportedly started smoking. The customer stated that "while demonstrating machine white smoke started appearing from rear. A burning smell was also present, electrical fuses were tripped in the room. The machine was not connected to a patient at the time." There was no patient involvement, patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a report of ''white smoke'' and a ''burning smell'' from the device was confirmed during the event history log review and the root cause was determined to be a hardware problem. During the event history log review a power failure issue was noted. A sample evaluation of the device was performed. A visual inspection was performed with no issues noted. The responsible part was determined as faulty power supply. Burned fuse on power supply created smoke and burnt odor. Power supply was changed to new one during evaluation. Device was fully tested and calibrated during evaluation.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A follow-up report will be filed if additional information is received.